Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went in for an adjustment with the healthcare professional (hcp) on (B)(6), and on (B)(6) the hcp checked the device and noted a defect in the lead. It was stated that electrode #10 was shorted and may be draining the battery. The manufacturer representative (rep) checked the battery on (B)(6) and confirmed the defect. The current plan is to leave the lead implanted until normal battery depletion, and not use the effected electrode in programming. On date notified the hcp via a rep also reported that there was a short circuit at 9- 10+. It was confirmed that the patient is doing well with therapy and are not programmed with those electrodes, even though they are at high settings. It is unknown if there are any environmental factors related, but the neurologist noted that it is a new phenomenon. Impedance testing was done to confirm the issue which was not resolved at the time of the report. The patient's indication for implant is parkinson's dual and movement disorders. Additional information was received the settings were at a high rate due to the impedance issue, which subsequently led to the battery rapidly declining and the premature battery depletion. This occurred in the second device after the initial device was replaced.